Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 01625, 0001825034 - 2018 - 01626. Medical devices: 166846 oxf uni cmntls tib sz a rm lot 3619563 159568 oxf anat brg rt sm size 3 PMA lot 3588209 report source: foreign. The event occurred (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in clinical study (B)(6) the patient had severe to extreme pain, feeling knee might suddenly give away "most of the time", moderate difficulty performing daily activities, constant limping requiring cane as a walking aid six months post primary implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535-2018-01048.